Event description:
It was reported by the rep that the device was used during a lower anterior resection. It was reported during a low anterior resection the surgeon was attempting to staple across a very thick/diseased rectal stump to anastomoses it to the left colon. He noted that the orange indicator only slightly moved into the green zone (safety zone). He released the safety and fired the cdh29. A crunch sound was heard/felt (washers), but when the stapler was removed it was determined that no staples were present. The surgeon completed the case with a colostomy. There was not enough good tissue to retry the anastomosis. Medwatch rec'd from account stating "device used and produced good anastomized margins. However, anastomosis fell apart. Colostomy could not be reversed."